Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain, discomfort, weakness and elevated ion levels.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 20, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges stiffness, two years of rising cobalt and chromium levels, increased fluid retention in patient's right hip, increased groin pain and increasing difficulties with activities of daily living. After review of the medical records for MDR reportability, it was stated that the patient was revised to address adverse reaction to metal debris. Revision note stated that there was a slightly gray-tinged fluid around gluteus medius and hypertrophic capsule, obvious trunnion corrosion with black staining of the trunnion, especially black debris around trunnion/neck junction, and grayish/black fluid behind the liner. Part and lot information were provided.this complaint was updated on: jun 30, 2017.

Event description:
Ppf alleges pseudotumor and metal wear. Doi: (B)(6) 2008 - dor: (B)(6) 2016 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.